Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a pharmacist and nephrologist from (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with extraneal viaflex (150ml, daily, lot numbers 10f05g37, 10g21g37, 10h22g37, 10h26g38 and 10i9g37) intraperitoneally (ip) for pd. On (B)(6) 2010, the patient experienced cloudy effluent. On an unreported date, extraneal viaflex was stopped. The outcome for the event of cloudy effluent was unknown. It was not reported if the patient received remedial therapy. The reporter believed that the event of cloudy effluent was possibly related to extraneal viaflex therapy.